Manufacturer narrative:
There was no indication of a device malfunction from the available information. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).

Event description:
A report was received on 02 dec 2025 from the home therapy nurse (htn) of a 70-year-old male with a medical history including end stage renal disease, who stated the patient's needle dislodged while troubleshooting alarms during a home hemodialysis treatment on (B)(6) 2025. The patient was admitted to hospital for three days and received a blood transfusion. There was no response to the request for additional information.